Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted. Item was discarded.

Event description:
It was reported that during surgery the nozzle from the device fell off and into the patient wound. No additional patient consequences were reported.